Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. The system controller event log files were reviewed, and timestamps spanned approximately 4 days (18:44:44 on 29jul2025 to 13:33:50 on 30jul2025). At 07:35:46 on 30jul2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring less than the acceptable threshold. The backup battery fault alarm briefly cleared at 08:31:56 on 30jul2025 as another load test was performed; however, the alarm reactivated as the backup battery did not pass. At 10:58:27 on 30jul2025, the driveline was disconnected, and the backup battery fault alarm cleared at 10:58:58 on 30jul2025, as the system controller was shut down for a system controller exchange. From 13:33:49 to 13:33:50 on 30jul2025, the system controller was briefly turned on, consistent with gathering log files. There were no other remarkable events found within this log file. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. The backup battery was able to support the pump with no external power, and the system controller was able to perform multiple self-tests without issue. The reported event was unable to be reproduced during this analysis. Additional information provided stated that the system controller was exchanged, resolving the alarms. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The investigation also noted damage to the ribbon cable connector and wire fatigue in the power cables. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 2 ¿ ¿system operations¿ and the heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ instructs the user to not submerge the system controller in water or liquid and to keep the system controller power cables away from any liquid as well. Additionally, these sections instruct users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also describes how to replace the system controller backup battery. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had another emergency backup battery (ebb) fault on the system controller. The controller was exchanged on (B)(6) 2025. Log files were sent for review. The log file captured ebb faults on (B)(6) 2025 due to the ebb failing the load test. There were no other unusual events recorded in the log file event history. The controller exchange had resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.